Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin for a long period of time. The patient was hospitalized for elevated blood glucose levels. The blood glucose results at the hospital were not provided. The type of treatment given to the patient was not provided. The patient was hospitalized for 4 days. The infusion device is not expected to be returned for product evaluation.